Event description:
New information received notes the patient presented remotely. Upon review of the transmission it was noted that the device exhibited non-sustained right ventricular oversensing. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential inhibition due to oversensing. No intervention or patient condition was reported.